Manufacturer narrative:
(B)(4). B3: date of publication. G2: literature citation: day, y., thompson, a.r., andaya, v.r. (2025). Survival of proximal tibial endoprosthesis using compressive osseointegration: a multi-institution retrospective study. Journal of surgical oncology, 2025, 1-10. Https://doi.org/10.1002/jso.70013 d10: unknown patellar component unknown femoral bushing (2) unknown axle unknown yoke. Unknown spindle. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that approximately 125 months post implantation, the patient underwent a revision due to a fractured bearing. The patellar component, two femoral bushings, axle, yoke, and bearing were removed.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. Attempts have been made to gather all product identification information and no further information has been provided. The reported event was unable to be confirmed with the information provided. No product returned or images provided. Medical records were not provided. Review of the device history records could not be performed as part and lot identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.